Manufacturer narrative:
Based on review of history data from the past 24 months, the frequency and severity of occurrence for 'hyperglycaemia' and 'blood glucose increased' reported with the use of this device is 1.29%, which is below the expected occurrence.

Event description:
Case description: "very high blood glucose", concerns a woman who was using induo and innovo devices (insulin delivery devices) for an unk indication. In 2006, for four days, the pt had experienced symptoms as thirst, vomiting, and headaches and her blood glucose values were high. On 04-may-2006 at 04:00 the pt experienced very high blood glucose. The value was unk as it was too high for the meter to read. She took 14 lu of novorapid (insulin aspart), but at 08:00 the blood glucose value was still too high for the meter to measure. The pt took another 7 lu of novorapid. The situation was still the same after another 2 hours. The paramedics were called and when they arrived they measured the blood glucose to be 32.7 mmol/l. The pt was not given treatment immediately, but admitted to the hospital and there she was treated with IV fluids (not further specified). The pt was discharged from the hosp two days later. As both the innovo and the induo device was reported to have problems to function correctly, both devices have been reported as suspected. Reportedly the pt primes the devices and use new needles every time, however the pt did not know what a function test was. The pt stated that she had found air bubbles in the cartridge. The outcome of the event was not reported. Suspect medication#2: novolin ge nph pen fill (insulin human) suspension for injection, 100 iu/ml.